Event description:
Customer reported, a pt had chest tubes placed on 4/2/98. One tube was removed successfully on 4/8/98. When attempting to remove the second tube, resistance was felt. When a second attempt was made and resistance felt, there was a sudden release which resulted in a portion of the tube being left in the pt's chest (continued by x-ray). This necessitated a return to the operating room for removal of an 8 cm piece of chest tube. The tube was found to have broken at the drainage hole site.